Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the sample had leaked from the inner tube to the outer, the following information was provided by the initial reporter. The customer stated: "as the customer received the double layered tube with collected blood, it looked as though the sample had leaked from the inner tube to the outer tube. Not a large amount, but the liquid can be seen up to 1mm from the bottom."

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.